Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the eventas no prodcurrently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called to report that there was a recall on their insulin pump in 2013. Customer stated that their attorney advise them to call as to why they were not informed. Customer called to report that they were hospitalized for high blood glucose levels. Customer's blood glucose reading was 1900 mg/dl. Customer was unable to give information about their hospitalization, but wanted that pump replaced. Customer stated they will call back later troubleshoot. Product is not being returned or replaced.